Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. As reported, during an unknown procedure, a ncompass nitinol tipless stone extractor would not open/close. The device did not make patient contact. A new device was used to complete the procedure. No adverse effects were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR found a similar nonconformance event for three devices not opening/closing; the nonconforming product was scrapped prior to lot release. All devices are inspected for functionality during manufacturing and quality control checks and the complaint devices passed those inspections. The possibly related nonconformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1 was reviewed and did not provide any information related to the reported issue. Based on the information provided, no device return, and the results of the investigation, cook has concluded that a cause for the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, a ncompass nitinol tipless stone extractor would not open/close. The device did not make patient contact. A new device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.